Event description:
As reported to coloplast though not verified, the patient experienced infections, pain, bowel problems and urinary problems.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.